Event description:
It was reported that during an open sigmoid resection, the anvil would not connect to the trocar point of the device. It would not click and would fall off. It did not fall into the pt. The case was completed by requesting an add'l surgeon and by manually holding the device together. The posterior section was oversewn as it would not stay together. The pt was hospitalized for an add'l day.